Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on battery compartment and soon became defective. The customer was also reported insulin pump was exposed to moisture and pump began to beep non-stop. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Fluid was present in the pump and did not return to normal function. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Found no audio anomaly during testing. Successfully downloaded pump history files and traces using thus software. Successfully utilized carelink software, and successfully generated carelink reports. Pump alarmed a pump error 63 alarm (variable #: 9) on the event date of 31-aug-2024 at 11:13:06.000. Pump alarmed a pump error 4 alarm on the event date of (B)(6) 2024 at 11:13:06.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Audio anomaly was not confirmed during testing. Cosmetic damage was confirmed at the back of the pump. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 63. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.